Event description:
The following has been reported: "displayed error number 22-0008 after the device is turned on." Reporting due to the referenced issue; no harm to patient was reported. Device history record was reviewed, no event linked with the reported issue was found. No device log was provided, therefore no review could be performed. The subject device (model agilia sp mc, serial number (B)(4)) was not returned to our laboratory for analysis. However, suspected defective spare part was returned as a spare part for investigation. Upon reception, the subject spare part was submitted to a visual inspection. Nothing was observed. Then, conductivity test and optical sensor test were performed. All results were compliant with specifications. It was noticed that sensor value was constant when increasing or decreasing pressure with weight and remained stable. However, sensor output values were found very low compared to a new sensor, which may have created a technical error and prevented microphone recalibration. Based on available information, the root cause of the reported issue was linked to a weakened/defective force sensor. An internal CAPA has been opened in order to reduce the occurrence of error 22 related to defective force sensor. To our knowledge no patient consequences have been reported. This complaint is considered as valid. The trend is normal. The reported risk is lower compared to the estimated risk. For this issue as per our local procedure, we initiated an action.